Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while attempting the first fire, there were issues experienced with the loading or firing of the clips. They opened a new device to complete the case. There was no patient injury.